Manufacturer narrative:
The bag was stored directly in liquid nitrogen. So it's highly likely that liquid nitrogen entered the cryomacs bag through an insufficient welding seam and expanded after removal from this tank for thawing. If a bag is stored in the liquid phase of nitrogen it is recommended to place the bag into the vapor phase of nitrogen for a minimum of 4 hours before removal from the nitrogen tank and thawing. This is the second complaint regarding a breakage for this lot with a complaint rate of (B)(4).

Event description:
After removal from the liquid nitrogen tank and transport to the transplantation unit in liquid nitrogen, the overwrap bag expanded rapidly upon removal, which could be seen as an overwrap bubble protruding from the cassette- window. Upon opening of the cassette, the overwrap bag burst and the product was found to be ripped in two halves. The patient received a backup product for transplantation. For a potentially necessary second therapy no backup product would be available anymore.